Event description:
A surgeon reports a pt complains of seeing streaks of light following intraocular lens (iol) implant surgery. The surgeon commented that he does not feel it is related to the iol. Additional information has been requested. Device remains implanted.